Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer cleared the malfunction alarm prior to the report. Blood glucose (bg) was 50 mg/dl which was addressed with food. The contact reported that the customer did not eat food, but was unsure of the cause of bg. Reportedly, the contact declined troubleshooting with tandem's technical support. The contact stated that a nurse went through all the pump settings and reported that there were no issues. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed. There were no bolus requests made on (B)(6) 2017. Cartridge change sequence completed on (B)(6) 2017. There were no erratic basal rate adjustments. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.